Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
Following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for vascular closure of a common femoral artery (cfa) puncture on (B)(6) 2017. It was reported that there was no calcification, stenosis, or tortuosity around the puncture site. Neither bifurcation nor side branch was located close to the punctured area. The angio-seal device was deployed at the puncture site, and hemostasis was completely achieved with no issues. On (B)(6) 2017, the patient complained of pain at the puncture site when he was eating a meal at the facility, and a hematoma (size unknown) formation was confirmed around the punctured area. After manual compression was held for the treatment, the hematoma disappeared. It was reported that the patient's hospitalization stay was extended due to the event. The patient was monitored for a while and was reported to be fine. The patient was planned to be discharged on (B)(6) 2017.